Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. Follow up indicated that the device reached elective replacement indicator possibly early. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. No information to suggest a device-related adverse event or product problem was received. Evaluation summary: (B)(4) excess current drain was confirmed and isolated to the l303 ic (u20). No fault or anomaly in the l364 was identified as the source of the excess current.